Manufacturer narrative:
At this time, the user facility has reported that the device will be returned for an eval and investigation, therefore, methods will be performed when rec'd. It is currently pending return to the MFR. A review of the device record (DHR) is in progress. At this time, the eval is still in progress. At this time, I-flow is pending the return of the device for an eval. The investigation is ongoing, once completed, a f/u report will be submitted. Info from this incident will be included in our product complaint and MDR trend reporting system. Add'l investigation may arise from ongoing analysis, trend info, or other analysis as appropriate.

Event description:
Drug/diluent: 0.2% ropivacaine. Fill volume: 600 ml. Flow rate: 14 ml/hr. Procedure: bilateral mastectomy with reconstruction. Cathplace: bilateral chest under implants. Date of surgery: (B)(6) 2014. A fast flow was reported for a pt who underwent bilateral mastectomy with reconstructive surgery yesterday. Pump was started on (B)(6) 2014 at 2pm. At 3pm on (B)(6) 2014, there was only about 100ml left in the pump. This pump was discontinued at 3pm. Another cb6007 was connected to the pt. Both saf's were set at 7ml/h and the cover was zip tied. The pt was reported to be stable and did not experience any adverse effect due to this reported issue. When the physician reported this incident, this pump was clamped. Some medication still left in the pump. Another pump was replaced for the pt and no issues encountered.